Event description:
The customer reported the generation of negative anion gaps with low sodium (na) and high chloride (cl) patient samples on their au5800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer syringe. The fse replaced the buffer syringe to resolve the issue. The beckman coulter internal identifier is (B)(4).